Manufacturer narrative:
Correction data: h6 - investigation conclusions (d): 4310. Claim# (B)(4)

Manufacturer narrative:
Device evaluation data: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Dimensional inspection found the lens within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4) manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vaul and blurred vision. In a separate visit the lens was repostioned but did not resolve the problem. In another visit the lens was explanted. Then on a differnt visit a replacement lens of longer length was implanted and the problem resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.